Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp determined the central processing unit (cpu) pcba required replacement for correction. Once the part was made available, the asp replaced the cpu pcba. The device was operational and returned to service after repairs were completed.

Manufacturer narrative:
H10 the removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the pil for analysis. The pil technician visually examined the component and reported there were no anomalies. The pil technician could not find any error codes in the drpta (device report) associated with secondary alarm failures or of ls1 (secondary alarm speaker). However, the pil technician did notice a constant audible tone being emitted from ls1 of the cpu pcba when the unit was in operation or in diagnostics mode. Through the use of the fluke 87 meter using resistance checks and diode checks the pil technician did verify that the mosfet transistor q2 of the cpu pcba which is used to turn the speaker on and off, is faulty and the reason for the continuous tone being emitted from the secondary speaker during unit operation. Two issues noted with the transistor (q2) was the resistance breakdown of the transistor from the gate of the transistor to the drain portion of the transistor. The technician also verified that the drain to source resistance is low and allowing for leakage current to occur and the reason for the continuous beeping of ls1. The reason for the continuous secondary audible alarm during unit operation or diagnostics mode is due to a faulty mosfet transistor q2 on the cpu pcba.

Event description:
Philips received a complaint from customer biomed reporting a backup alarm failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported problem. Diagnostic code 1104 (backup alarm failed) was noted in the device event log. The bme reported the motor control (mc) printed circuit board assembly (pcba) was replaced but the issue persisted. An onsite service evaluation was scheduled.